Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. The run data file analysis indicated that the machine operated as intended. A definitive root cause for the observed leukoreduction failure remains undetermined at this time, however, an issue with the filter cannot be ruled out as a possible cause.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the rundata file did not find a conclusive cause for the higher-than-expected wbc content reported in the rbc product for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. It cannot be ruled out that this leukoreduction failure could be the result of an issue with the filter. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the rbc product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #(B)(6) the disposable kit is not available for return, because it was discarded by the customer.